Event description:
On (B)(4) 2012, customer reported that there was a liquid leak around the differential mixing chamber of their lh750 analytical station. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) called the customer and instructed the customer to backflush the needle and secondary probe from the aspiration pump. Fse followed-up with the customer and customer stated that patient runs and quality control were within range. The issue was resolved.

Manufacturer narrative:
(B)(4).